Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that device couldn't be power on, power connector of the unit was corroded and corrosion on metallic surfaces, dust and dirt was observed inside the device. The device was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.